Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v945725, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a replacement/revision occurred. The event being reported was a lead issue of migration/dislodgement. A fall was reported. Lead had been pulled away. She had fallen backward and bumped her device. Her urinary symptom returned. It was reported that it was working good since they fixed it. The patient was told they reinserted that same lead. During the revision, there were no allegations of system use issue. The patient recover completely. The change in therapy/symptoms was sudden. The revision was performed on (B)(6) 2013 and the manufacturer representative was present at the revision. The neurostimulator was for gastrointestinal/ pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.